Manufacturer narrative:
The reported event, alleged of issue, "instrument ¿ assembling impaired outside of surgery" could be confirmed since the returned devices match the alleged failure mode. The device inspection revealed the following: two alignment frame devices were received under the same lot number. Slight blemishes and scratches could be seen around both devices. However, no significant deformations were visible within the inner holes of the instruments. The middle proximal hole for one of the returned devices was found to be jammed with a pin sleeve. The pin sleeve for the jammed alignment frame device could not be removed. A pin sleeve with the same catalog number as the jammed pin sleeve was used to test the holes of both alignment frame devices. The pin sleeve was unable to pass through all three distal holes and the other two unblocked proximal holes for the jammed alignment frame device. The same pin sleeve was used to test the holes of the unjammed alignment frame device. The pin sleeve was unable to pass through all three distal holes and two of the proximal holes. A 0.233 minus gage pin was used to verify the dimensions of the holes for both returned devices. The gage pin could not pass through all the unblocked holes of the jammed alignment frame device. The gage pin could not pass through all six holes of the unjammed alignment frame device. Therefore, it can be confirmed that both returned devices were not manufactured to specification. Based on investigation, the root cause was attributed to a manufacturing related issue. A nonconformance was opened to further address the issue.

Event description:
It was reported that the pins do not fit into the mating parts of a distal alignment frame. The pin is to spec but the frame has inconsistent sizes of holes.